Event description:
A customer contacted beckman coulter inc. (Bec) on (B)(6) 2011 regarding falsely low hdl cholesterol (hdld) results on 2 patient samples run on their unicel dxc 800 pro synchron chemistry analyzer. One patient initially came out with an oir low suppressed recovery. Customer ran the same sample on their other instrument, with a hdld recovery of 4.5mg/dl. The second patient was flagged with a blank absorbance high suppression. The customer performed a dilution with saline, and recovered a value of approximately 30mg/dl. The customer then performed a dilution on the first sample, with saline, and recovered a value of approximately 30-40mg/dl. Bec discussed protein interferences listed in hdld cis (chemistry information sheet) with customer to view any limitations. It was noted that increased patient levels of immunoglobulins (igg) and hyperlipidemia may have a negative effect of the hdld result. Per customer, the igg levels of the samples were 2600 and 2000. Bec recommended that customer not report the hdld results on the 2 samples and asked customer to collect data on diagnosis, drugs administered, run a serum protein electrophoresis panel on these 2 samples and refer samples to reference lab for analysis by alternate method. It was also recommended that customer notify the reference lab of issue as the bec hdld method is similar to most other homogeneous hdld methods run in reference labs. The samples in question were then sent to a reference lab. There was no affect to patients attributed to or connected with this event.

Manufacturer narrative:
The customer provided control and calibration results which appeared acceptable. The customer did not report any issues with other chemistries or system errors. The root cause for the falsely low hdld results appeared to be interference due to high sample igg levels. Service was not requested as this issue appeared to be sample-specific.